Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 200 mg/dl and 83 mg/dl. Customer felt like his blood glucose was dropping so he self-treated with a glass of orange juice. No actions taken based on readings. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.